Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material 0.9cm proximal to the distal marker band. The balloon material was jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a none tortuous and severely calcified lesion exhibiting 99% stenosis located in the mid left anterior descending artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. No issues were noted when removing the device from the hoop. The device was not inspected. Negative prep was performed prior to use. On the first inflation, the balloon burst at an atmospheric pressure of 8atm. A sudden drop in pressure was noted. Patient status post-procedure is alive with no injury. The procedure was completed with a 2.0 x 20mm sprinter legend.